Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.